Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and failure analysis confirmed the reported problem as having occurred in the field and replicated the issue. The usm was tested on an in-house system in normal mode with no triggered errors but did not recognize any instruments due to broken top plate. The usm was also tested on the patient side cart (psc) fixture test platform (pftp) where it failed carriage switches due to broken top plate. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with the complaint and completed the failure analysis. The universal surgical manipulator (usm) was analyzed. The reported failure was confirmed and replicated. System logs recorded error 282. The unit was tested on an in-house system and passed normal mode. The unit was also found missing pin on the axes controller, carriage interface printed circuit assembly. The complaint was confirmed by failure analysis.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found the universal surgical manipulator (usm) failed on insertion and noted physical damage. The fse replaced two usms to resolve the issue. The system was tested and verified as ready for use. Return material authorizations (RMA) were issued to have the usms returned. However, isi has not received the products involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, an instrument was not recognized on universal surgical manipulator (usm) 4. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer to insert and remove the instrument a few times and reseat the sterile adaptor on usm 4, but the issue recurred. The tse asked the customer to install another instrument on usm 4, but the issue happened again. The tse asked the customer to reboot the system with the breaker, clean the blue fiber cables, and verify if the pin and usm 4 carriage work properly. The customer stated that the pin worked fine. After the system was powered on, the tse asked the customer to install the cannula, sterile adaptor and a new instrument on usm 4, but the issue was not fixed. The tse checked the logs and found error 282. The procedure was finish with 3 usms and a delay less than 15 minutes. The procedure was completing as planned with no reported injury. Isi followed up with the reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system initially powered on with error(s). The usm was disabled. The procedure was completed robotically.